Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a different model. Effective stimulation was achieved postoperatively. The issue is resolved.

Event description:
It was reported the patient is without stimulation and has been unable to recharge the ipg. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Recall: 1627487-07262012-002-r, 1627487-05242011-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).